Event description:
Healthcare professional reported "no complaint against the device". This record is for the right side. Device was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).